Event description:
Customer reportedly received results of 483 mg/dl and 73 mg/dl within 10 minutes on the aviva system. Low blood symptoms reported with these results; self treated. No actions taken based on device result. No adverse event related to device reported. Requested return of suspect device and replacement was sent.